Event description:
Complainant received that alleged the brakes were not holding. No one was hurt or injured.

Manufacturer narrative:
Stretcher was located in a storage area. Tech found that the caster would lock, but would swivel from side to side replaced the casters and installed brake/steering assy upgrade kit to resolve this issue.